Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician from (B)(6) of cloudy effluent and abdominal pain in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6)2010, the patient experienced cloudy effluent and abdominal pain. No antibiotics were prescribed. Nutrineal therapy was discontinued and the patient switched to an unspecified pd solution. It was not reported if the patient recovered. Upon follow-up with the reporter, no additional information could be provided.